Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that intermittently during opcheck of the heartstart mrx, the ac power module stops working after the user attempts to deliver shock when prompted. There was no reported patient involvement.